Manufacturer narrative:
(B)(4). Medical device - batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information provided during conversation with the sales rep: the surgeon and his partner were scrubbed in for the case. This was the surgeon¿s third or fourth time using the powered circular stapler. The low anterior resection case went perfect, the patient did not have radiated tissue, the anastomosis leak tested fine and everything seemed to go great. Four days post-op, a CT scan was performed and showed anastomotic disruption; anteriorly and posteriorly the staples had pulled apart on the right side. A reoperation was performed and a colostomy was placed. When asked if the patient was bowel prepped, the sales rep responded that she was not present for the case but typically the patients are bowel prepped. It was unknown where in the green range the device was fired. When asked if there were any difficulties removing the device, the sales rep responded that there were no issues with removal. When asked about the specific leak test performed, the sales rep stated that the surgeon¿s technique is to clamp the tissue, fill the pelvis with saline, then use a proctoscope to puff air and look for bubbles. The staple line was visualized using the proctoscope as well and looked great. The sales rep was asked for more information about staple form and she said the staples were described as formed but pulled apart; the staples were pulled up like tension had been put on ¿ the whole right side had come apart, ¿it was like the staples had pulled apart.¿ there is speculation that there was possibly tension on anastomosis, however, the surgeon did not feel there was tension on the anastomosis during the initial surgical procedure. Additional information provided during conversation with the surgeon: the surgeon provided an overview of the event. He commented that he performed the low anterior resection for cancer, the case went perfectly, had a negative leak test, and ¿two fat donuts.¿ the case was 120 minutes. Two days postoperative, the patient developed not just a leak; an anastomotic disruption. The ¿entire anterior half was gone; wasn¿t there,¿ only being held on by one side. A colostomy was performed that will be assessed later. The patient has no issues clinically. When asked for more information about staple form and observations made during the reoperation, the surgeon responded that there was no tension on the anastomosis. From the surgeon¿s view, the left side looked fine, the right side had pulled apart with two areas of ¿pouching mucosa.¿ there was no evidence of tissue ischemia. The surgeon commented that he was able to take a pair of scissors and cut the remaining tissue. The tissue was so well perfused that he did not have to resect any tissue in order to perform the diversion. He did not notice the shape of the staples but they looked intact. When asked if the staples looked as if they pulled through the tissue, he responded that he does not know. The surgeon added that he feels the markings on the adjusting knob are confusing for the two revolutions to open.

Event description:
It was reported that the doctor performed a low anterior resection on a patient on (B)(6) 2019, using the cdh29p to perform the anastomosis. The doctor indicated the donuts were perfect after firing, the check mark was green and the anastomosis passed the leak test. Two days, post op, on (B)(6) 2019, the patient reported feeling bad. On (B)(6) 2019, a CT scan showed an anastomotic disruption. The doctor reoperated on the patient and noticed both the anterior and posterior staples were pulled apart from the right side of the anastomosis. The doctor installed a colostomy bag on the patient.